Event description:
Philips received a complaint by the authorized service provider (asp) on the v60 indicating that the power cord was damaged. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The authorized service provider (asp) found that the power cord was damaged, causing a shorting to the power supply and board. Further case information regarding the issue and "board" is still pending. Investigation is ongoing.

Manufacturer narrative:
Per phone conversation with the asp on june 06, 2025, the asp confirmed that the power cord was damaged and caused a shorting to the power supply and power management (pm) printed circuit board assembly (pcba). The power cord was therefore replaced with a known working power cord that the customer already had onsite. The asp successfully performed performance verification testing (pvt) on the device and ran the device for one hour. No malfunction was found with the device. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.